Event description:
After insertion of the iab, blood was noticed in the catheter tubing. The patient was restless, and had previously pulled out his endotracheal tube and femoral arterial line sheath. The iab was removed and replaced without any patient complications.